Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient had a device since 2008. It stopped working in 2016. Patient's insurance does not cover the removal of it. Patient has been told they can leave it in, but now they cannot get a needed MRI. No symptoms were reported and no further complications were reported/anticipated.